Manufacturer narrative:
The product was not returned. Investigation not possible.

Event description:
During a laparoscopic cholecystectomy procedure, the heat shrink form the renew endocut scissors detached form the device and fell into the patient. The defective part was retrieved out of the patient. The procedure and anesthesia time was extended for 8 hrs.